Event description:
"The pt underwent chlari I decompression, sub occipital craniotomy, c1 laminectomy, 4th ventricle stent. Bioglue was used in this first procedure. The pt was readmitted to the hosp for wound infection with epidural abscess and underwent irrigation and debridement. The or note from the second procedure describes jelly like collection of purulent material. The pt was treated with unasyn, augmentin and keflex. The wound culture was no growth. Per medwatch from hosp.

Manufacturer narrative:
MFR is attempting to obtain add'l info and the investigation is ongoing. Any add'l info will be included in a follow-up report.